Event description:
Maude report ((B)(4)) states that patient began experiencing pain soon after implantation and was revised in 2008, wherein the acetabular cup was found to be grossly loose. The implant size was changed, but a pinnacle metal-on-metal implant was again implanted. Again in 2008, patient underwent a partial revision to remove the metal liner and replace it with a poly liner, with the remaining components remaining in place. In 2012, patient was again revised to fully remove the pinnacle products, apparently due to pain, discomfort, and inflammation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product and lot combination. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.